Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Further information has been requested but has not yet been received.

Event description:
It was reported that the error message ¿run away error¿ occurred on the rotaflow console. The failure occurred during maintenance of the device. No patient has been involved when the failure occurred. Complaint ID: (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
It was reported that the error message ¿run away error¿ occurred on the rotaflow console. The failure occurred during maintenance of the device. No patient has been involved when the failure occurred. A getinge service technician in the national repair center repaired the affected rotaflow (serial#(B)(6) on 2022-05-12. The technician confirmed the reported failure and replaced the front panel assy rotaflow (material#70104.5649). After the replacement the device is working according to factory specifications. The affected front panel assy rotaflow (material#70104.5649) has been returned for further investigations in the life-cycle-engineering. On (B)(6) 2022 the reported "runaway error" could be confirmed and reproduced. It was determined that the potentiometer on the front panel assy is defective. According to the information provided by the service technician, the front panel assy had never been used before even though it was produced in 2018 . This information indicates long storage time (about 4 years). So that a manufacturing defect of the potentiometer is the most probable root cause. Based on these investigation results the reported failure could be confirmed. The product in question was produced in (B)(6) 2012. The review of the non-conformities has been performed on (B)(6) 2022 for the period of (B)(6) 2012 to (B)(6) 2022. It does not show any non-conformity in regard to the reported product and failure. There is no indication on manufacturing issues occurred during this time, thus production related influences are unlikely. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.